Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to the user, which is user error. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air oscillator device could not secure/lock the cutter device, the locking mechanism was stuck/stiff, had a sticky trigger, would not run ¿ trigger defective, the motor was worn, the thread on the saw blade coupling was damaged, and the housing was damaged. It was further determined that the device failed pretest for general condition, check the saw blade quick coupling, check trigger locking (safety system), check for sticky trigger, check function of the device, and check oscillating frequency. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.